Event description:
It was reported that the customer was hospitalized due to high blood glucose levels and nausea. The caller also reported no delivery and motor error alarms. Troubleshooting was performed, and the insulin pump passed the prime test. Nothing further as reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.